Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The hook is broken at the distal end of the drive wire. The clip and broken portion of the hook were not returned with the device. The proximal end of the drive wire remains securely attached to the handle spool. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instruct the user to verify smooth handle operation and clip operation prior to use. Instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
During the procedure, a cook instinct endoscopic hemoclip was used. The clipping area was a post polypectomy defect in the colon described to be 2cm in size. The clip was closed onto the site but would not release from the delivery system. The clip was able to be opened for removal from the clipping site and was removed successfully from the patient. The intended procedure was completed with another of the same device. This device was received at cook for evaluation on 10/15/2013. Our laboratory evaluation confirmed that the drive wire is broken at the hook at the distal end of the device. The broken portion of the distal end of the drive wire was not included in the return. Information regarding the missing section was communicated back to the medical facility. The location of the missing section is unknown. The initial reporter stated that a section of the device did not remain inside the patient's body; however the location of the missing section detected during our laboratory evaluation is unknown. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.